Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing and high thresholds. A lead fracture was suspected, and the lead was subsequently cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A proximal portion of the lead was returned and analyzed. No anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. (B)(4).